Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp opened the paddle lead on the field. Hcp was using a brain spatula (non-medtronic) and stated they were trying to move scar tissue for the paddle lead to fit. When doing so, a csf leak was created. Hcp attempted to place the paddle lead, but the leak worsened so hcp removed everything and aborted the surgery. On 2024-apr-08 the rep reported that the brain spatula started the csf leak, doctor attempted to place paddle, and doctor said ¿it made the csf leak worse¿. Doctor aborted the case. Duraseal was used to treat the csf leak. On 2024-apr-10 the rep provided hcp information. The issue is resolved at this time, and the lead was discarded. Weight was asked, but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to regulatory report: there is no clear allegation of a device issue or device malfunction. (B)(4) removed and (B)(4) added. D12 added to h2 to reflect corrected information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.